Event description:
It was reported that the device was suspected for early battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: lead 6947-65 lead implanted (B)(6) 2011; 5076-52 lead implanted (B)(6) 2011. (B)(4).